Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left side rupture, and bilateral ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 375cc mentor memorygel breast implant. The patient had an ultrasound on (B)(6) 2019 which reported a left rupture, and bilateral ptosis. As a result, the patient underwent explantation of devices without replacement on (B)(6) 2019. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On december 3, 2020, mentor became aware that patient had her explant surgery on as reported on (B)(6) 2019, and received replacements on (B)(6) 2020. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 8, 2020, mentor became aware that the replacement devices used on (B)(6) 2020 were: left: catalog number: 3507255mc; serial number: (B)(6). Right: catalog number: 3507255mc; serial number: (B)(6). This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/4/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).